Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad). The physician attempted to direct stent the lesion with a 3.00x20mm taxus liberte stent; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent edge was lifted. The procedure was successfully completed with a different device with no patient complications reported. The patient's condition is good.